Event description:
The lay user/patient called lifescan (lfs) in 2006, and alleged that her meter was reading inaccurately high. The medical affairs specialist spoke to the patient on august 29, 2006, and obtained and verified the following information. The patient tested her blood glucose in 2006, upon waking, and obtained a result of 275 mg/dl. She took her set amount of 70/30 insulin, 20 units. About 1 hour later, she began feeling shaky and she was hot. She drank some orange juice, but did not retest. She visited her physician, at 9:30 a.m. Because of the symptoms. Her blood glucose was tested on the physician's meter and a result within the 100 mg/dl range was obtained. She reportedly felt better at the time of the result. Her physician adjusted her insulin by decreasing it to 10 units in the morning. She will continue to take 20 units of 70/30 insulin at night. No other treatment was provided. The testing technique was correct and the technique for cleaning the puncture site was correct. The patient did not have control solution to troubleshoot. This complaint is being reported, as the patient obtained a high result, took her set amount of insulin, and reported symptoms of low blood glucose afterwards. A replacement meter has been sent.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.